Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose level reached 598 mg/dl. When the pod was removed, it was noticed that the cannula was very bent. The pod, which was worn for 8-9 hours, was discarded.